Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient scratched his back under the therapy electrode pads when he was hot, sweaty, and itchy. The patient reported that the area was red and not healed. The patient reported being prescribed a cream by a doctor. The patient also reported not wanting to wear the device. Follow-up indicated that the irritation had improved.